Event description:
International affiliate reports o-t2 instrumentation was done with mountaineer system using for cervical spondylotic myelopathy. After surgery, the surgeon found rod breakage of one side of the construct. Also, when checking the x-ray and CT image, found set screw loosening at t2. The devices remain implanted as there are no adverse consequences to the patient at this time. The surgeon is continuing the follow up with the patient. See mfg medwatch report# 1526439-2012-00289 for the mountaineer inner screw that was involved in this event.

Manufacturer narrative:
No conclusions can be made as the device remains implanted and is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. The complaint is considered to be closed. The complaint will be reopened if/when the device is returned for evauation. Device remains implanted.